Event description:
The manufacturer received information alleging the pilot reading test step had failed on a trilogy evo device. The device was not in patient use. The trilogy evo device was evaluated by a third-party service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the pilot reading test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. After the philips se replaced the parts on the device, the device was placed back into service. Additionally, during the service of the device, the fio2 cable was replaced for contamination, and it had tape on it. This was unrelated to the reportable issue. The system printed circuit assembly (pca) was replaced for one of the connectors was a "little bit" detached and loose on the system pca. This was unrelated to the reported issue.